Event description:
The customer reported that the image freezes and is not displayed in real time. Loss of live image, making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.